Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, balloon, auxiliary and the forceps elevator wire channel. The customer uses ddn9 detergent during the pre-cleaning process. During the manual cleaning process, the customer uses ddn9 detergent and brushes the instrument channel, suction cylinder, instrument channel port, the balloon channel and distal end/area around elevator. The customer uses neoclean brushes. It was not specified if the scope is manually disinfected. For automated endoscope reprocessor (aer) treatment, a soluscope 4 machine is used with soluscope cln detergent and soluscope paa (disinfectant). The scope is stored horizontally in an simple cabinet without drying function. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 1 colony forming units (cfus) of unspecified aerobic micro-organisms and pseudomonas aeruginosa. During the second sampling, the scope tested positive for 45 cfus of unspecified aerobic microorganism. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: - distal end cap cover --- insulation < threshold - charged coupled device (ccd) cover lens --- chipped - light guide cover lens (2x) --- chipped - ccd cover lens glue --- chipped - bending section rubber glue --- cracked - connecting tube --- buckled and deformed - key top 1 --- pin hole - universal cord --- buckles - right left / up down knob --- angulation --- less or specified value - right left up down knob --- angulation --- play - biopsy channel --- wear and tear (replacement as preventive maintenance) - cleaning disinfection and sterilization machine soluscope 4 however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation with no germs detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.